Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the vividimage hd surgical display and found that monitor required a reboot. The technician rebooted the field monitor, tested the function and operation of the unit, confirmed it to be operating to specification, and returned the unit to service. No additional issues have been reported.

Event description:
The user facility reported that their vividimage hd surgical display was frozen. No report of injury.